Event description:
It was reported that leakage was encountered by clinician and/or any patients 3 time when using an unspecified bd discardit¿ syringe. The following information was provided by the initial reporter: it was reported that clinician and/or any patients have encountered leakage during medication administration, resulting in an inaccurate dose being given, within the last month while using the bd discardit¿.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: the date received by manufacturer has been used for this. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary as no physical sample, material and/or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. A device history review could not be completed as no batch number was provided.